Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: phone number extension (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump's syringe port was cracked. No issues were found in the event history log. Functional testing was able to duplicate the customer reported problem. The most probable cause for the system fault is error code 112 due to an intermittent motor. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's motor was the likely cause of the error code 112 and system fault. The front and rear housing, housing seal, syringe, battery cap, keypad and rear label were all replaced.

Event description:
It was reported that the device had a system fault. Per reporter, this event occurred during testing. There was no physical damage reported. There was no patient involvement.